Manufacturer narrative:
The device associated with this report was not returned. The product lot code was not reported. A complaint database search against product code 966670 finds additional reports for disassembled canted coil spring. Supplier (B)(4) was implemented in may of 2010 to address disassembled canted coil spring components. The investigation could not draw any conclusions about the current reported event based on the lack of the product to examine and insufficient lot code information. Although this investigation could not draw any conclusions a supplier (B)(4) was implemented in may of 2010 to address disassembled canted coil spring components. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). For product information received. Depuy synthes has been informed that the lot number is not available. If additional information is received, follow-up medwatch will be filed as appropriate.

Event description:
The wire locking ring came out so the modular pieces would not lock.